Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an acl procedure, when traction the fast-fix 360 thread to carry out the cut, it break and the complete thread came out. The procedure was finished with a smith and nephew back up device. No surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications found that a material certification of analysis is required with each lot. A clinical review states that we are currently unable to rule out a user technique vs procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does note that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ the t anchor implants are implantable, so biocompatibility is not an issue if retained. If the t implants were retained local irritation/discomfort, and/or migration should not be ruled out. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.